Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4). Implanted: (B)(6) 2019 explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen at an unknown concentration and unknown dose via an implantable pump for intractable spasticity. It was reported that the patient's catheter had pulled out of the intrathecal space and they were going to be revising it. The healthcare provider (hcp) had called to obtain literature on how to properly anchor the catheter so that this did not happen again. An xray was done and it confirmed that the catheter had migrated. The patient had increased tone and she had noticed that the effects of the medication did not last as long.